Event description:
Customer reported a hospitalization due to a (B)(6) infection. Customer reported that there were mrsa lumps under the left armpit, two on his legs, one in the groin, and one directly under his insertion site. He stated that he did not think that the products led to the infection and had gone to manual injections until he received advice from his doctor. He also reported that he was taking three times the normal amount of insulin due to taking anitbiotics, and that he was experiencing nausea and erratic eating habits. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.